Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. In addition, during the removal, it was noted this lead had separated between the proximal and the distal electrode. There no additional adverse effects reported. The lead will be returned for analysis.

Manufacturer narrative:
Upon receipt, visual inspection of the returned segment of lead was completed. The terminal pin of the lead was separated from the terminal ring confirming the reported clinical allegation. This damage is consistent with an inadequate bond between the medical adhesive on the insulation and the terminal ring.